Event description:
Information was received indicating that a smiths medical pump does not power on. There was no patient present at the time of the event. There were no reported adverse events.

Event description:
Oracle ro 1069917: does not power on. Additional information received on 6-jun-2020: no patient involvement. Device analysis completed and summary in h 10.